Event description:
It was reported that the customer's insulin pump had a blank display screen. Her blood glucose level was 201 mg/dl. Standard troubleshooting revealed three bad battery alarms. The customer changed her insulin pump's battery and her display screen returned. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.